Event description:
It was reported that the tvt tape pulled away from the needle during the procedure. This occurred twice with two separate tvt devices. A third tvt device was used to complete the procedure. There were no pt consequences reported. Surgery time was extended for 45 minutes.